Event description:
It was reported that the device lost bluetooth telemetry following the implant procedure. Telemetry communication was unable to be restored despite using inductive telemetry and a new merlin programmer. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of bluetooth communication was not confirmed. The device was received with normal bluetooth and inductive communication. The device was able to successfully establish bluetooth telemetry without any issue even under extremely low temperature conditions. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues.